Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to erased history file. There was no motion sensor test failure alarm. The drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 123 mg/dl. The customer stated that he had a billfold with a magnet and his pump was in the same pocket but it had no problem in the past. Troubleshooting was not able to resolve the issue. The device was returned for analysis.